Manufacturer narrative:
Updated: a1, a2, a4, a5, a6, b2, b3, b4, b6 and b7. Updated, health effect - impact code, b3 - date of event, updated phone number. One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a remove and reattach cassette alarm. There was unknown patient involvement.